Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured. The balloon was being used to post-dilate an express2 4.0mm-8mm stent. The lesion being treated was located between the ostium of the left coronary artery and the bifurcation of the left anterior descending (lad) and left circumflex (lcx) arteries. Stenosis of the lesion was 75% with calcification. The balloon was initially inflated to 18 atms. On the second inflation to 22 atms, the balloon ruptured. The procedure was successfully completed with another quantum maverick 5.0mm-8mm balloon. There were no reported patient complications. The patient's status is listed as "good".

Manufacturer narrative:
The complaint source confirmed that the product had been disposed. The manufacturing records for top assembly batch 8651091 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause of the event is unknown.